Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Two of nine photographs within the article reportedly depict depuy stem trunions. The entire stems are not pictured. It is possible to visually see material damage, some of that damage is possibly from the revision/extraction process. No conclusion(s) or root cause(s) can be determined using two photographic images. No x-ray images provided. (Parent (B)(4). Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No product contribution was identified and no information received with this individual complaint indicates that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿tribocorrosion: ceramic and oxidized zirconium vs cobalt-chromium heads in total hip arthroplasty¿ by sok chuen tan, et al, published by the journal of arthroplasty (2016), vol. 31, pp. 2064-2071, was reviewed. This matched-cohort study aims to compare tribocorrosion between matched ceramic and cobalt-chromium femoral head trunnions and between matched oxinium and cobalt-chromium femoral head trunnions. The authors reviewed depuy and competitor femoral stems and heads. The acetabular components used with the explanted stems was unknown for all patients. All explanted femoral stems showed signs of fretting or corrosion at the taper. This complaint captures the 26 depuy explanted stems and heads. Case one is captured in (B)(4), case 2 through case 26 are captured in the attached guidance document and linked to (B)(4). " (B)(6) male implanted with an unknown depuy stem with a 12/14 taper and 32-mm biolox delta ceramic femoral head. Stem and head revised at 1 year for infection. There was corrosion and fretting on the stem taper. The acetabular components used were unknown.